Manufacturer narrative:
Additional information was received stating intermittent shock impedance measurements greater than 200 ohms have been observed. A boston scientific technical services consultant discussed the observations with the caller and that the patient should be brought into the clinic for testing. The caller stated that all other lead diagnostics are stable. The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shock impedance measurement greater than 200 ohms. Additionally, intermittent loss of capture was noted on the left ventricular (lv) channel. The patient was seen last week and the shock impedance was within range in the office so they decided to continue normal monitoring. They are aware of the intermittent lv non capture but they elected not to turn the lv output up as the patient has diaphragmatic stimulation at higher outputs. No adverse patient effects were reported.

Manufacturer narrative:
Additional details were received stating the shocking impedance measurements are still greater than 200 ohms. A review of the daily measurements noted have been stable in the 40-50 ohms range. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended testing to evaluate the system integrity. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.